Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a kinked non-tandem infusion set cannula and large traces of ketones. An infusion set change was performed to address the issue. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue and to determine the type of infusion set in use; however, no response from the customer was received.